Event description:
It was reported that during the procedure, the physician found that the energy of the machine was low. The procedure was completed with this device without patient complications. Further information received from the facility indicated that the physician was aware of the low energy as the console displayed the message on the console screen.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. However, the console was serviced onsite by a field service engineer (fse). The machine was tested and found that the energy of one laser cavity was low. The 1st, 3rd and 4th laser cavities were found not to be the original laser console cavities. According to the device instructions for use, the IFU states the following: the laser is intended for use only with lumenis-qualified delivery systems. The manufacturer has reviewed all information and determined this event no longer meets the reporting criteria for the device in question.

Event description:
It was reported that during the procedure, the physician found that the energy of the machine was low. The procedure was completed with this device without patient complications.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. However, the console was serviced onsite by a field service engineer (fse). The machine was tested and found that the energy of one laser cavity was low. The 1sr, 3rd and 4th laser cavities were found not to be the original laser console cavities. According to the device instructions for use, the IFU states the following: the laser is intended for use only with lumenis-qualified delivery systems.

Event description:
It was reported that during the procedure, the physician found that the energy of the machine was low. The procedure was completed with this device without patient complications.